Manufacturer narrative:
The thermogard console (sn (B)(4) was evaluated at the customer site. The customer reported complaint of the thermogard console displaying a tcmid:05 (coolant diff failure) error message was confirmed based on the event log review and during the functional testing. The investigation determined that the root cause of the tcmid:05 error message was the lm34 a/b temperature sensor, likely attributed to a failed component. Upon visual inspection, no physical damage was observed. The thermogard system failed functional testing as the console displayed a tcmid:05 error message during the power-on-self-test (post), confirming the reported complaint. The defective lm 34a/b temperature sensor was replaced to remedy the fault. Thermogard console's event log data were reviewed and revealed multiple tcmid:05 (coolant diff failure) error messages on and around the customer's reported event date, thus confirming the reported complaint. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(4).

Event description:
During training, the thermogard console (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message. No patient involvement.